Event description:
It was reported that the gastrointestinal videoscope had not been displaying endoscopic images. The issue was found during sedation for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.